Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal bleeding procedure performed on (B)(6) 2021. During the procedure, the physician rotated the second band; however, the next band could not deploy. They tried to rotate the handle again, but the band still did not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. It was also noted that the ligator head returned with six bands attached, some of them were moved out from their original position and overlapped. The handle presented marks of trip wire secured but the slack was not taken up correctly. Further inspection shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of failure to deploy bands was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). The visual assessment identified that the slack was not taken up correctly as mentioned in the IFU, this condition could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contribute to an inaccurate deployment of the bands and causing more tension on the device that ended damaging/bending the ligator head teeth, this could have resulted an improper deployment of the bands. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal bleeding procedure performed on (B)(6) 2021. During the procedure, the physician rotated the second band; however, the next band could not deploy. They tried to rotate the handle again, but the band still did not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.